Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a failure of the unit to switch to mechanical ventilation when requested. The bag/vent switch was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was unable to operate in mechanical ventilation mode. There was no report of patient involvement.